Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation with multiple pt's. The reported device result/lab inrs reported were 2.1/1.4, 3.1/1.9, 4.3/2.4, 2.9/2.2. No other info was provided. The device was replaced and requested to be returned for evaluation.